Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct18. The service engineer (se) inspected the device and found that the ventilator would not power on. The se also found error codes in the diagnostic logs for power supply issue; they replaced the power management board and were able to power the device on. The ventilator passed all testing and was returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator would not power on and the battery was not working. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 07dec2018. A power management board was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component cold/malformed solder.